Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, increase in average value of hv lead impedance was observed. The other electrical parameters were normal. Patient was monitored. Later, an alert for increase in hv lead impedance was noted during follow-up. Programming changes were made. The patient was in good condition.